Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2015 to november 16, 2015. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed evidence of backflow coming out at the fillport during filling. The reported condition was verified. The cause of the condition was determined to be a solid, shiny particle, approximately 1.20 mm in length, located under the checkband. The particle was subsequently identified to be glass material via fourier transform infrared spectroscopy testing. When compared to the scan of the baxter glass capillary, the result did not match. This indicated that the glass particle found under the checkband did not come from the infusor device. The source of the glass particle was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the filling port during priming. There was no patient involvement. No additional information is available.